Manufacturer narrative:
Lead: model 3998, lot #l85722, implanted: 2001 (B)(6), explanted: unk. Extension: model 7495-25, serial # (B)(4), implanted: 2001 (B)(6), explanted: unk. Extension: model 7495-25, serial #(B)(4), implanted: 2001 (B)(6), explanted:unk. Recharger: model 37752, serial #(B)(4). Programmer: model 37743, serial #(B)(4).

Event description:
It was reported that there were coupling or communication issues between the implantable neurostimulator and the recharger. Use of the antenna locate feature resulted in a power on reset being displayed on the recharger which then led to the normal recharging screen.